Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6) 2017. They underwent left hip revision surgery on (B)(6) 2022, approximately 5 years 4 months after their primary surgery. The patient claims to suffer the following complications, injuries and/or indications, some or all of which made revision surgery medical necessary: pain, discomfort, and difficulty as a result of the hip replacement. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.